Event description:
The account alleged that the light caught fire at the bent joint area of the light. The unit still had the hard plastic sleeves housing the lamp holder wires. He does not think the light was ever modified with repair kit.

Manufacturer narrative:
The technician investigated and according to the housekeeper, the light started arching & sparking causing a small fire. The accounts engineer found the plastic wire harness shielding split and exposed the wires. The account repaired the light and placed it back into service. On 03/17/1988, hill-rom sent a mailing to advise accounts of this potential and created a service kit to upgrade the light. Hill-rom identified the wiring was between the center housing of the light and the flip over light. The repeated opening and closing of the light would cause the wire to fatigue in one place and break. Hill-rom increased the number of strands in the wire from 17 to 41 and replaced the nylon tubing the wiring was contained in to a more flexible mesh. Since hill-rom made this change, there have been no reported problems with the newer style. The 640 model light was last produced in 08/1984.